Event description:
I used fixodent from 2006 to 2009. While using this product, I experienced tingling in my extremities and dizziness. I was tested recently and it was found that my copper and zinc level was normal. But that I should be tested again at a later date. I was told to see a neurologist. Neuropathy is permanent. Have no insurance for necessary tests at this time. Dose: denture cream. Frequency: 3 times a day. Route: oral. Dates of use: from 2006 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.